Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: one powerport MRI isp and one right-angle non-coring needle were returned for evaluation. Visual and microscopic were performed. The investigation is confirmed for the reported deformation and identified fracture and material separation issue as the non-coring needle was found bent and broken at the hub. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 06/2024).

Event description:
It was reported that during port placement procedure, the non-coring needle allegedly bent. There was no reported patient injury.